Manufacturer narrative:
(B) (4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 75% stenosed lesion was located in a non calcified and moderately tortuous left circumflex artery. On the first inflation the 2.0x15mm maverick2 monorail balloon was inflated to twelve atmospheres and ruptured. The balloon was removed intact. The procedure was completed with a different device. No complications reported with the patient status listed as good.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 297 mg/dl, 176 mg/dl, 188 mg/dl, 64 mg/dl, and 29 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Per the audiologist, the patient is a non user due to discomfort when using the device and therefore refuses to wear it. An integrity test could not be completed due to the child¿s refusal to wear the external hardware. Explant and reimplantation is planned, but had not taken place at the time of this report february 12, 2010.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
Per the patients's surgeon, the device was explanted on (B) (6), 2010 and the patient was reimplanted with another device during the same surgery. (B) (4).